Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tip of prograsp forceps was found to be broken off the shaft. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. Small fragments were found missing. Additionally, the instrument was found to have a frayed grip cable at the distal end. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.